Event description:
It was reported that the patient underwent surgery for lumbar fusion at l3-5. Interbody device was implanted at l3-4 and because of small disc space at l4-5, the surgeon only placed bone and bone paste. Posterior screw/rod fixation implanted at l3-5. Post-op the patient returned to the surgeon with pain. X-ray revealed a broken screw in the pedicle at right l5. Patient scheduled to undergo a revision surgery in 2009.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.